Event description:
At the end of a routine hemodialysis treatment, the caregiver did not know how to rinseback the pt's blood and instead chose to terminate treatment without rinseback which resulted in a 210cc blood loss. No medical intervention was required.